Event description:
It was reported that during a surgery, the tip of the probe was broken about 8 mm from the tip when it was inserted to th10 left. The broken part was remaind to the patient. The case was l1 burst fracture, th10-l3 were fixed. The surgeon is worried about the influence when MRI examination is performed. Update (B)(6) 2017: a literature search was conducted to evaluate the potential for magnetic field interactions for spinal implants of varying materials (including stainless steel) and demonstrated safety in defined magnetic resonance conditions. No adverse events related to MRI procedures have been reported for spine implants.

Event description:
It was reported that during a surgery, the tip of the probe was broken about 8 mm from the tip when it was inserted to th10 left. The broken part was remained to the patient. The case was l1 burst fracture, th10-l3 were fixed. The surgeon is worried about the influence when MRI examination is performed.